Manufacturer narrative:
D10: 200-02-29 - three peg patella, 29mm, optetrak ps fem, cem, size 3. G2(australia) h10: multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01566. The revision reported may have been due to a combination of implant positioning, patient related conditions, and/or third body wear which led to wear of the tibial insert over a 13-year period of use. The reported loosening may have been due to a deterioration of the bond between the tibial tray and bone after being implanted for over 13 years, which led to aseptic (non-infected) loosening of the tray. However, this cannot be confirmed because the components were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Report #2 of 2 it was reported a patient underwent a total right knee arthroplasty. Subsequently, thirteen (13) years later, the patient was revised due to loosening of the tibia and tibial polyethylene wear/delamination. Images and radiographs were provided. The patient was last known to be in stable condition following the event. No additional information is available.